Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However the complainant reported that the device was used prior to the expiration date. (B)(4) difficulty removing delivery system through stent. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-01278 and manufacturer report # 3005099803-2016-01279 for the associated device information. It was reported to boston scientific corporation that two hot axios stent and delivery system device were attempted to be used to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on an unknown date. According to the complainant, during the procedure the physician successfully deployed the first axios stent bridging the stomach and pseudocyst. However when the physician was removing the delivery system from the patient it got caught on the stent and pulled the stent into the working channel of the scope (the subject of manufacturer report # 3005099803-2016-01279). The axios stent was removed from the patient with forceps. The physician noted that the distal end of the delivery system had broken in two pieces while in the working channel of the scope and did not fall into the patient. The physician then attempted to deploy a second hot axios stent (the subject of manufacturer report # 3005099803-2016-01278). The second stent was also able to be deployed bridging the stomach and pseudocyst but the same issue occurred when the delivery system was removed and the stent was pulled back into the working channel of the scope. The second axios stent was removed from the patient using forceps and the procedure was completed with a third hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.